Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from nwb to fdf.

Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the evaluation is still pending. The cause of the reported event could not be determined at this time; however, the most probable cause of the reported device damage could be related to the user handling of the scope. The instruction manual for use states, ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used, but should be inspected. If the irregularity is still observed after inspection, contact olympus.¿

Event description:
Olympus was informed that during a colonoscopy procedure, it was noted by the physician that a wire was protruding out of the distal end of the scope. The scope was removed from the patient and a different scope (model unknown) was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
The scope was returned to olympus for evaluation. The evaluation confirmed the reported scope damage. A visual inspection found a clear bristle wire sticking out from the mouth of the nozzle at the distal end of the scope. The nozzle was removed and was inspected under a microscope. Bristle wire wedge was noted in the nozzle mouth. The bristle wire was removed from the nozzle mouth and measured approximately 10mm. The bristle wire likely came from a cleaning brush during the reprocessing of the scope. Based on the investigation findings, the cause of the reported event is likely attributed to user handling. The instruction manual for use states, ¿before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, (troubleshooting). If this instrument malfunctions, do not use it¿.